Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The event occurred 5 years post implant therefore it is unlikely that the event was due to device manufacturing. Without the return of the valve for analysis, a root cause of the stenosis cannot be determined. Stenosis related risks are addressed in the current risk management file. This report is being submitted as part of a historic clinical review of events contained within the melody tpv post-approval study (pas2) study.

Event description:
Medtronic received information that 5 years 7 months post implant of this bioprosthetic valved conduit in the pulmonary position, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to stenosis. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.